Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) seal that was coming off. After investigation the results indicated a reportable malfunction due to the dso seal coming off. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.

Event description:
It was reported that the pins from the handset have been snapped off inside the socket on the pump and now it was not possible to plug in a handset. The customer returned the product for that issue, and during physical inspection it was found that the downstream occlusion (dso) seal was coming off. There was unknown patient involvement, and unknown signs or symptoms experienced.